Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, averaging now, approximately 118-120 ohms range. There was one measurement reported to be greater than 125 ohms. Additionally, the rv amplitudes were reported to have been ranging from 1.0-4.5 millivolts (mv). Technical services (ts) was consulted and offered troubleshooting and programming options. The rv lead remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that, over the last year, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, averaging now, approximately 118-120 ohms range. There was one measurement reported to be greater than 125 ohms. Additionally, the rv amplitudes were reported to have been ranging from 1.0-4.5 millivolts (mv). Technical services (ts) was consulted and offered troubleshooting and programming options. The rv lead remains in service at this time. No adverse patient effects were reported. Additional information was received that the shock impedance measurement continues to remain high out of range. Additionally, upon review of recent stored ventricular episode, t-wave oversensing was noted. Technical services (ts) provided troubleshooting and programming recommendations. The plan is to discuss the findings with the physician and the physician will determine the next steps. At this time, the rv lead remains in-service. No adverse patient effects were reported.